Event description:
(B)(6) 2018, 08:23:27. (B)(6). Po for $230, approved by (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(6) 2018 06:01:42 steven wear (swear). Replaced l2 on motor control board. (B)(6) 2018 06:02:43 melvin p pascua (mpascua) inspected solder l2 on motor control board. Passed. (B)(6) 2018 06:31:54 steven wear (swear) replaced u4 on display board. (B)(6) 2018 06:35:48 melvin p pascua (mpascua) inspected solder u4 on display board. Passed (B)(6) 2018 09:51:53 (B)(6) 1z9791540271287336.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02741). This MDR resubmission now reflects the correct product registration number. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A complaint history record in the track wise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2018 08:23:27 (B)(4). Po for (B)(4) approved by (B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi on (B)(6) 2018 06:01:42 (B)(4). Replaced l2 on motor control board. On (B)(6) 2018 06:02:43 (B)(4). Inspected solder l2 on motor control board. Passed. On (B)(6) 2018 06:31:54 (B)(4). Replaced u4 on display board. On (B)(6) 2018 06:35:48 (B)(4). Inspected solder u4 on display board. Passed. On (B)(6) 2018 09:51:53 (B)(4). (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).